Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. And that the insulin pump alarmed an error. The blood glucose reading was over 600 mg/dl, which was treated with a manual injection. The customer complained of thirst and urination. She was unable to rewind the insulin pump. No leaks nor bent infusion set cannulas were found. Due to the error alarm, troubleshooting for high blood glucose could not be performed. She was advised to change the entire infusion set, reservoir and insulin. Nothing further reported.